Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that the right atrial lead dislodged and there was a pericardial perforation. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.